Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: 2.7 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the screw in question was broken during the orif surgery for clavicle fracture. The surgeon did not misuse it. As he or she was tightening the screw, the head of the said screw broke off. The shaft part remained within the bone. Since the patient already had a plate fixation and several screws were in the place, the surgeon decided to remove all the screws. The surgery was completed with 30 minutes surgical delay, and the broken screw remaining in the body. The surgeon commented that there was no problem with bone fixation. The patient status was reported to be stable. This report involves one unk - screws: 2.7 mm cortex. This is report 1 of 1 for (B)(4).